Event description:
The biliary wallstent endoprosthesis with monorail delivery system had a cut in the packaging upon receipt at the hospital. The sterility of the product was suspected to have been compromised. The product was not used.